Event description:
It was reported that the customer experienced a past low blood glucose event with the lowest level recorded at 40 mg/dl. Cause was not known. The customer did not require assistance from a third party and addressed the low blood glucose by drinking four eight-ounce servings of orange juice. The control-iq feature was active during the incident. Cts suggested that the customer consult a healthcare professional to discuss potential impacts on blood glucose levels and arranged for a cartridge return. No additional information was received regarding further outcomes.